Event description:
It was reported that the patient was having difficulty recharging. The action required as a result of the event was a surgical pocket revision which was completed on (B)(6) 2014. Impedance testing was done. The cause was determined to be that it was suspected the pocket was too deep for coupling. The patient was alive with no injury and patient symptoms had included burning sensation, pain and redness at the device pocket. It was unknown as to whether the recharging issue had resolved. Additional follow-up is being conducted to obtain the outcome. If additional information is received a supplemental report will be sent.

Event description:
Additional information received reported following the pocket revision in (B)(6) prior to the date of this report the recharging issue had resolved. There was no further information on how the patient was doing with regards to the recharging system or therapy.

Event description:
Additional information received reported the patient¿s implantable neurostimulator (ins) was replaced due to difficulty effectively recharging the device. The patient had been hospitalized for a serious unrelated event. The healthcare professional (hcp) did not know how the patient was doing, if they were able to recharge effectively, or if they were receiving effective therapy.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3387s-40, lot# va05uf5, implanted: (B)(6) 2013, product type: lead. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 37651, serial# (B)(4), product type: recharger. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID 3387s-40, lot# va07xlu, implanted: (B)(6) 2013, product type: lead. Product ID 37612, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3387s-40, lot# va05uf5, implanted: 2013 (B)(6); product type lead product ID 37651, serial# (B)(4); product type recharger product ID 37651, serial# (B)(4); product type recharger product ID 37642, serial# (B)(4); product type programmer, patient product ID 37612, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3708660, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3387s-40, lot# va07xlu, implanted: 2013 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va05uf5, implanted: (B)(6) 2013, product type lead; product ID 37651, serial # (B)(4), product type recharger; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 37612, serial # (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3387s-40, lot # va07xlu, implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).